Manufacturer narrative:
The insulin pump had a low battery alarm after a battery change due to a power connector on the battery tube not plugged in properly. The insulin pump had cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was empty quickly after a battery replacement, and the issue was not resolved by replacing the battery cap. The caller ID did not know the blood glucose reading. It was unclear what component of the insulin pump was empty, as no further information was provided. Advised return of the insulin pump for analysis. Nothing further reported.